Manufacturer narrative:
(B)(6). This report is for an unknown quantity of unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes clavicle hook plate and screws on (B)(6) 2016. On (B)(6) 2016, the patient was returned to the operating room for a revision procedure. The hook end of the plate was found to be digging in to the acromion, patient complained of pain; it is believed this is due to patient non-compliance. The hook plate and screws were explanted and the patient was revised to a 3.5 hook plate and screws. Revision was completed successfully and patient was stable.this report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for three, unknown 3.5mm locking screws. Part and lot numbers are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016 reporting that three unknown 3.5mm locking screws and one unknown 3.5mm cortex screw were explanted from the patient during the (B)(6) 2016 revision surgery. These screws were initially implanted on (B)(6) 2016. This report is for three, unknown 3.5mm locking screws. This report is 2 of 3 for (B)(4).